Event description:
Information was received from a patient regarding a wireless recharger. The reason for call was patient reported they are had problems charging the implanted neurostimulator for the past 4 charges and mentioned they charged twice a week. Patient stated it is took 2.5-3 hours to charge the implant from empty or 10% to 60%. Patient described that half of the time they are on excellent charge quality and the charge quality will switch to good if they move in their chair. Agent reviewed use of belt and patient stated the belt fit snugly but didn't hold the excellent connection and noted they tried several times and now just hold the wireless recharger (wr) in place with their hand. Agent had patient reset wr and reviewed recharger best practices as well as charge speed. Agent advised patient to monitor and call back if issue persists. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.